Manufacturer narrative:
H.6. Investigation summary: bd received 4 customer photos for review and analysis. After review and analysis of the customer photos, bd is able to confirm the customer reported defect. The device history record was reviewed with no issues being identified. There were no quality notifications. All process and final inspections comply with specification requirements. 25 retain samples were evaluated by functional testing and the issue of closure separation was not observed. Bd is unable to duplicate the customers reported defect of closure separation for lot# 2125601 based on retain testing. Additionally, the ongoing investigation into customer closure separation (decapping) failures has made progress in the last few months. Bd performed a thorough investigation into this issue utilizing root cause analysis tools. Bd identified two potential root causes, and product was manufactured under different experimental conditions to evaluate the potential causes. The product samples were tested to verify key factors in production that may contribute to the separation of the cap from the stopper in automation lines delivering tubes to analyzers. During root cause analysis sessions and testing, bd identified our internal testing method for stopper function required improvement to better reflect the dynamics and forces seen at the decapping step in tube automation lines. This method has been released and continues to be tested in parallel with historic methods to verify effectiveness in replicating the field failures. To date it has been able to better reflect the performance seen at our customer sites and we are moving to fully validate it for use on our design specifications in the future. To date bd has not been able to identify a definitive root cause, but our r&d team will continue to investigate complaints for this defect. A complaint history review was conducted, and no trends were identified. Based on the severity and occurrence rate of this issue no corrective action will be taken at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that during use with 2 bd vacutainer® serum blood collection tubes the stoppers remained in tube during decapping process in instrument. There was no patient impact. The following information was provided by the initial reporter: when customer put serum tube into testing instrument (automation system) to run test, the instrument can't uncap the cap of tube because the cap was closed too tight with tube.

Event description:
It was reported that during use with 2 bd vacutainer® serum blood collection tubes the stoppers remained in tube during decapping process in instrument. There was no patient impact. The following information was provided by the initial reporter: when customer put serum tube into testing instrument (automation system) to run test, the instrument can't uncap the cap of tube because the cap was closed too tight with tube.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.